Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating air bubbles in reservoir and was able to prime. Customer's blood glucose was 143 mg/dl. Customer attempted to troubleshoot on her own, causing reservoir to leak. Customer was able to resolve issue with reservoir change. Customer discarded supplies.